Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the cuff deflated and there was a loss of mechanical breathing due to defected cuff. It happened three times with the same patient. It was indicated that they changed the tube three times.